Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer had high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer was vomiting. Customer had changed sites and set. Device had alarmed no delivery alarm. Customer mentioned the alarm was resolved by a complete set change. After troubleshooting, customer will not be returning the device for analysis.